Event description:
It was reported that this pacemaker system exhibited high impedances out of range and noisy signals oversensing in the right ventricular (rv) lead, leading into pacing inhibition, resulting in a syncope episode while walking. The patient felled and hit the head. The patient was instructed to go to the emergency room (ER) for further evaluation. After interrogation, the device was reprogrammed and no more oversensing was noted. The plan is to replace the lead. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high impedances out of range and noisy signals oversensing in the right ventricular (rv) lead, leading into pacing inhibition, resulting in a syncope episode while walking. The patient felled and hit the head. The patient was instructed to go to the emergency room (ER) for further evaluation. After interrogation, the device was reprogrammed and no more oversensing was noted. The rv lead was surgically abandoned and replaced and was found to be fracture. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited high impedances out of range and noisy signals oversensing in the right ventricular (rv) lead, leading into pacing inhibition, resulting in a syncope episode while walking. The patient felled and hit the head. The patient was instructed to go to the emergency room (ER) for further evaluation. After interrogation, the device was reprogrammed and no more oversensing was noted. The rv lead was surgically abandoned and replaced and was found to be fracture. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.